Event description:
It was reported by the customer that the device was used in 2007. The patient told the surgeon's office that the patient ended up in another hospital because her stomach burst open.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation, or additional information becomes available.